Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging unusual issue. The reporter alleged screen shows pc while the meter is turned on with strip or by ok button and not connected to computer; tried reseating the batteries but continues to have the same issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (07/31/2014).the patient¿s meter has been returned on 6/23/2014 and evaluated by lifescan product analysis on 7/19/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. In addition, a secondary issue was noted when the label print was found to be smeared. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.